Event description:
It was reported PICC line catheter came apart at the stopper. It was stated the ends were contaminated and not able to be put back together, line had to be removed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hub detachment is confirmed but the exact cause remains unknown. One 3 fr perqcath catheter was returned for investigation. The proximal hub was observed to be disassembled from the distal section of the hub with the luer attached to an infusion cap. Evidence of use and blood residue was present on the device. The components were reassembled, and the catheter was flushed with water using a 12 ml syringe. No leaks were observed. Tensile and torsional force was needed to detach the hub after reassembly. The inner diameter of the retention ring was measured and was found to be within specification. The outer diameter of the largest barb on the proximal hub stem was also measured and was found to be within specification. Based on the description of the reported event and condition of the returned sample, possible contributing factors include excessive tensile and torsional forces applied during handling. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported PICC line catheter came apart at the stopper. It was stated the ends were contaminated and not able to be put back together, line had to be removed.